Event description:
Radiation management system pt file became corrupt. As a result, a wrong radiation field set up was prompted for treatment: instead of boost treatment field, a first phase treatment field was set up.